Event description:
It was reported that during unpacking of the mini-trek 2.0 x 20 mm balloon, the hub of the balloon separated. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek catheter noted no blood or contrast visible. The balloon was tightly folded. The hypotube was separated at the distal end of the hub, confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation. The strain relief tubing and hub were still intact. There was a bend in the hypotube 14 centimeters distal to the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely that the hypotube was inadvertently handled during removal from the packaging, resulting in the hypotube kinking. Further manipulation would have caused the hypotube to separate. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no similar incidents reported for this lot. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.